Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump failed displacement test and then it was followed by a motor error alarm during rewind due to motor encoder signal out of phase. Motor position encoder error alarm was not verified due to displacement anomaly. The device had cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported that the customer had a motor position encoder error alarm on the insulin pump. Customer stated that she had an MRI on her knee. Customer went in for the MRI prior to receiving the alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.